Manufacturer narrative:
The customer states that the lot number is either 1017d or 1017h. A DHR review was completed for each lot number. There were no noted nonconformities during manufacturing and processing of the product and lot numbers. All items were noted to be within manufacturing specification from the manufacturer. The device was not returned for evaluation, therefore a true root cause could not be determined. However, from the pictures provided the device appeared to be melted. Additionally,per the information provided, the device was being used at a power setting of 60 watt cut/ 60 watt coagulation. This is a higher setting than what is recommended. There has been a total of (B)(4) units sold since 2016 with no additional complaints recorded. This is an isolated event. This can be seen as the final report, if additional information is obtained that alleges any additional patient involvement or need for corrective actions a follow-up report will be submitted.

Event description:
The insulation on the diathermy tip melted and went into the patient. The insulation was retrieved from the patient as soon as the surgeon noticed. There was no harm to the patient.